Manufacturer narrative:
No service call was requested or initiated. Accordingly, a full examination of the system was not performed. The customer was instructed to clean the sodium electrode and begin using the optional twice weekly flow cell cleaning procedure. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events. This is one of fifty (50) medwatch reports being submitted as the customer reported fifty individual pt results were affected.

Event description:
Customer reported that approx fifty (50) erroneous sodium (na) results were generated by the unicel dxc 800 synchron system one day following a weekly maintenance procedure. The results were reported out of the lab. The operator detected the low results by monitoring anion gaps. All samples with low na results were repeated on the lab's second dxc800. The repeat results were higher and within expectation. Amended reports were issued. It is not known if there were any changes to the care or treatment of ht pt. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.